Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers were received. Papers allege patient suffers from pain, discomfort and increasingly painful to walk, move her legs and to rise from a seated position. Doi: (B)(6) 2007 dor: unknown (right hip). Patient is a resident of (B)(6). Update 4 feb 2015 - der rcvd. Updated dor, patient age, height and weight, surgeon and sales rep information and added cup and head details. Update - added sales rep email previously accidently missed on march 3rd 2015. (B)(4). Update rec¿d 3/16/2015 - ppd with medical records received. Patient revised to address elevated metal ion levels. Upon revision, cloudy fluid was noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 03/23/15.